Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had visited the ER (emergency room) with hyperglycemia. The bg (blood glucose) levels reached >300 mg/dl while wearing the pod in the abdomen. The patient was treated with IV (intravenous) fluids and insulin injections. The patient was released within a few hours. The pod was removed at the ER and discarded. Upon removal of the pod, the cannula was found to be dislodged.